Event description:
Livanova received a report of a drop-by-drop blood leakage from revolution pump due to a crack of the unit. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova manufactures the revolution centrifugal pump. The event occurred in mexico city, mexico. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Thought follow up, livanova was informed the event occurred during the arterial and venous cannulation stage, before the initiation of the bypass. The procedure was interrupted for a few minutes needed for the replacement of the revolution pump. There was no blood loss. Patient was not affected and all the patient's hemodynamic parameters were in stable condition. A picture of the defect was provided: the outlet connector of the revolution pump was leaking. Since the change out of the device occurred prior to initiation of bypass, the support of the patient was not yet initiated and therefore the interrupion and the change-out of the pump has no impact on the patient. The short delay also has no impact on the patient. As for above, event is reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.